Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed the available programming options for this device with the calling field representative. The device was reprogrammed to hopefully prevent this from reoccurring in the future and remains in service. No additional adverse patient effects were reported.